Event description:
A child was brushing his teeth and the red plastic coating on the head of the toothbrush broke off. The child spit the broke part out. Two days later the child was using the same toothbrush and then some of the bristles came off in his mouth. He also spit the bristles out.